Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash on her back under the therapy electrode (te) pads. There is no alleged device malfunction. The patient's physician recommended temporarily removing the lifevest to allow the rash to heal. Follow-up indicated that the rash was improving and patient was wearing the lifevest again.